Event description:
On (B)(6) 2026, abbott point of care was contacted by a customer regarding I-stat act kaolin cartridges that yielded a discrepant results on a 51-year-old male patient with atrial fibrillation. There was no additional patient information available. Return product is not available for investigation. Date : tested result: heparin time: on (B)(6) 2026, 16000, 9:44, (B)(6) 2026, 10:00, >1000, (B)(6) 2026, 10:27, 286 , (B)(6) 2026, 10:27, 276 , (B)(6) 2026 , 3000 , 10:30. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. An investigation is underway. Per I-stat system manual (art: 714185-00q), the I-stat kaolin activated clotting time (kaolin act) test is an in vitro diagnostic test that uses fresh, whole blood. And is used to monitor high-dose heparin anticoagulation frequently associated with cardiovascular surgery.

Manufacturer narrative:
Apoc incident # (B)(4) apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: # (B)(4). The customer reported unexpected results when testing cartridges from act kaolin cartridge lot# r25236. The customer returned lot# r25326 for investigation. Although both lots had been used at the facility, based on event date, lot# r25326 would be the lot in use at the time of the event. Lot# r25236 would have been expired. The investigation was completed on 06-may-2026. A review of the device history records (DHR) confirmed the cartridge lot passed release specifications. Retained and returned cartridge testing met the acceptance criteria in appendix 1 of q04.01.003 rev. Ap (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for lot# r25326. (Refer to d4 & h4 for corrected information).

Event description:
Na.